Event description:
Medtronic received info that during the implant of this bioprosthetic valve there was significant central regurgitation. Subsequently, the valve was replaced. There were no adverse pt effects.

Manufacturer narrative:
(B)(4): evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.